Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain/pelvic area pain") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lower abdominal pain, c-section and tonsillectomy. Concurrent conditions included abdominal pain and endometriosis. Concomitant products included nsaid's since 2009 and paracetamol (acetaminophen). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal menstruation issues/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: mental anguish/depression") and depression ("psychological or psychiatric problems condition: mental anguish. Depression"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 5 days after insertion of essure, the patient experienced migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full, uterus and cervix)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, anxiety, depression, migraine and headache outcome was unknown. The reporter considered anxiety, depression, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: approximately five coils were noted extruding from the ostium, three coils were protruding from the ostium. On (B)(6) 2018: tubal ligation done on (B)(6) 2015. Discrepancy noted in essure removal, as per pfs - have you had your essure (or any part of the device) removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: tubes were correctly occluded. Pregnancy test - on (B)(6) 2008: positive . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, menorrhagia, pelvic pain, most recent follow-up information incorporated above includes: on 18-sep-2018: pfs received. Events: migraine, headaches were added. Concomitant drugs were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain/pelvic area pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lower abdominal pain, c-section and tonsillectomy. Concurrent conditions included abdominal pain and endometriosis. Concomitant products included nsaid's since 2009. In (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish/depression") and depression ("psychological or psychiatric problems condition: mental anguish. Depression"). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal menstruation issues/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy (full, uterus and cervix)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: approximately five coils were noted extruding from the ostium, three coils were protruding from the ostium. On (B)(6) 2018: tubal ligation done on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: tubes were correctly occluded pregnancy test - on (B)(6) 2008: positive. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, menorrhagia, pelvic pain, most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs an mr received: events per pfs: psychological or psychiatric problems condition: mental anguish. Depression, abnormal bleeding (vaginal) were added, patient's medical history was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain/pelvic area pain') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, c-section and tonsillectomy. Concurrent conditions included abdominal pain and endometriosis. Concomitant products included nsaids since 2009 and paracetamol (acetaminophen). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: mental anguish/depression") and depression ("psychological or psychiatric problems condition: mental anguish. Depression"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced migraine ("migraine") and headache ("headaches"), 5 days after insertion of essure. On (B)(6) 2009, the patient experienced menorrhagia ("abnormal menstruation issues/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy (full, uterus and cervix)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and genital haemorrhage had resolved and the anxiety, depression, migraine and headache outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: approximately five coils were noted extruding from the ostium, three coils were protruding from the ostium. On (B)(6) 2018: tubal ligation done on (B)(6) 2015. Discrepancy noted in essure removal, as per pfs - have you had your essure (or any part of the device) removed? No. Patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: tubes were correctly occluded. Pregnancy test - on (B)(6) 2008: results: positive. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain/pelvic area pain') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, c-section and tonsillectomy. Concurrent conditions included abdominal pain and endometriosis. Concomitant products included nsaids since 2009 and paracetamol (acetaminophen). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: mental anguish/depression") and depression ("psychological or psychiatric problems condition: mental anguish. Depression"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced migraine ("migraine") and headache ("headaches"), 5 days after insertion of essure. On (B)(6) 2009, the patient experienced menorrhagia ("abnormal menstruation issues/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy (full, uterus and cervix)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and genital haemorrhage had resolved and the anxiety, depression, migraine and headache outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: approximately five coils were noted extruding from the ostium, three coils were protruding from the ostium. On (B)(6) 2018: tubal ligation done on (B)(6) 2015. Discrepancy noted in essure removal, as per pfs - have you had your essure (or any part of the device) removed? No. Patient received treatment for pain,bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: tubes were correctly occluded. Pregnancy test - on (B)(6) 2008: results: positive. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, menorrhagia, pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received.new event:bleeding was added.new reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal menstruation issues"). The patient was treated with surgery (removal of the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.